Event description:
It was reported that (1) device was used during a colectomy. It was reported by the rep that the surgeon fired the tlc55 device one time, device was reloaded and would not fire a 2nd time. It was unknown how the case was completed. There was no consequence to the patient.